Manufacturer narrative:
The subject device was returned to omsc for evaluation. In the evaluation, the reported phenomenon was duplicated. It was also confirmed that there were no scope ID displayed on the screen, scratches on the video connector and cracks on the rubber glue of the bending section. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the b32 error indicating a scope malfunction was displayed on the monitor during an unspecified procedure and the endoscopic image could not be seen. The facility replaced the subject device with the same model videoscope but another device to complete the procedure.there was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".